Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, an 'o2 sensor error' occurred'. The sensor was replaced and the issue was resolved. There was no reported medical intervention or adverse pt effects reported.